Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 700 mg/dl at the time of the event. The customer was also suffering from swollen legs and weeping ulcers. The customer's blood pressure was 89/51 and his temperature was 98 degrees. The customer was in isolation at the hospital due to a (B) (6) infection previously noted on his file. The time on the insulin pump did not appear to have been changed for daylight savings time. The customer uses quick-set infusion sets. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.